Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and probe was found to be broken. The device was attached to the usg-400/esg-400, a probe check was performed, and the device failed with an error code u509. Both switches were checked and found to be functional. A visual inspection was performed, and there was some tissue found built up near the distal end. The teflon pad was inspected and found to be worn with signs of dried residue, but no metal was exposed. The distal end of the device was evaluated under a microscope and the probe was found to be detached; the missing portion was not returned. The wiper movement, the consistency of the movement of the handle and jaw, and the handle were all found to be functioning normally. The rotation of the knob torque was also normal and smooth. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the probe broke on the (single-use) thunderbeat 5 mm, 35 cm, front-actuated grip type s. The issue occurred during the diagnostic procedure (gynecological), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.